Manufacturer narrative:
Additional information: d9, h3, h6, h10 h10: the device was received for evaluation. During functional testing, the reported problem of 'had an issue: air in line sensor bad' was not reproduced. A review of the event history log (ehl) revealed as ''air- in line!" On the last day of use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition could not determined. No pump correction is required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad air in line sensor. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.